Event description:
It was reported that there was high and increasing threshold over time over the past few years. It was noted there was a polarity switch which changed polarity from bipolar to unipolar in this lead. Device clinic does not know why. The right ventricular (rv) lead was capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m52 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).